Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he had high blood glucose of 500 mg/dl because his sensor was not working correctly. Customer stated that the sensor was alarming calibration error and he was also experiencing no delivery alarms. Customer declined troubleshooting or to be transfer to the help line for further assistance.